Event description:
It was reported that the display was showing a ¿call your doctor¿ icon and power on reset (por). It was confirmed that it was an informational por. Patient services assisted the patient and the por was cleared using the patient programmer. It was not that the patient was able to charge and the issue was resolved. No symptoms were reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3998, lot # v378107, implanted: (B)(6) 2010, product type lead; product ID 399945, lot # v378163, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).